Manufacturer narrative:
(B)(4).

Event description:
It was reported that a loss of connection occurred. It was indicated that the patient was using an unsupported operating system. Data was evaluated and the allegation was confirmed. The root cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. A voltage test was performed and it passed. A pairing test was performed and passed. A review of the share logs was performed and signal loss was found within the investigation window. The allegation was confirmed. The probable cause cannot be determined. No injury or medical intervention was reported.